Event description:
The clinician reported that over 5 months after the dental implant was placed in ada site 2 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's peri-implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.